Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter in comparison to master lot strips using quality control material. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in deu. Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested at approximately 8:20 p.m. On the meter with a result of 4.5 inr. The customer re-tested on a different finger and got another result of 4.5 inr. The customer went to the hospital due to the high result and was tested at the laboratory at 11:30 p.m. With a result of 3.3 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The customer took an antibiotic pill on (B)(4) 2018. The meter and test strips were requested for investigation. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29494311) were tested in comparison to master lot #28632180 (re-calibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.